Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's control iq software was not adjusting insulin deliveries as intended. There was no reported impact to customer's blood glucose level. Tandem technical support was unable to confirm the allegation as customer did not have the pump available for data review.